Event description:
The tubing with normal saline infusing disconnected near the luer lock. It does not appear to have been ripped. It just looks like the tubing slipped out of the connecter near the luer lock.